Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a device check prior to the patient's discharge noted a decrease in the right ventricular lead's sensing thresholds since implant one day earlier. The lead remains in use. No patient complications have been reported as a result of this event.